Event description:
A caller reported that the cartridge's o-ring was damaged, and the issue was experienced once. The caller declined to answer whether the issue caused the blood glucose level to exceed 500 mg/dl, so the impact on blood glucose level remains unknown. The caller successfully changed the cartridge and resumed insulin therapy, though the damaged cartridge was unavailable for return.